Event description:
It was reported that during a lap chole, there was bleeding on cystic artery. Tried to use clip to control bleeding. When put clip on and closed it - as long as clip was along ligated vessel was fine. When removed and completed firing sequence they got more bleeding. Tried second clip and got same results. Both clips were inspected afterwards and neither of them deployed fully and failed to occlude vessel and partially closed. The procedure had to be converted to an open procedure. Pt is fine.